Event description:
The report co received indicated that a pt with known allergies to tegretol, dilantin, ativan, codeine, latex and contrast was admitted through the ER with acute coronary syndrome, the pt was diagnosed with impending inferior wall mi and was pre-treated for urgen catheterization with bendaryl. They had a diagnostic catheterization including a left heart and ventriculogram. 380ccs of contrast was used for the procedure. The target lesion was at the posterolateral branch. The cypher was inserted and 5 minutes later, the pt began to complain that their tongue felt thick and they were short of breath. The cypher was removed and two minutes later, the pt began to wheeze and the oxygen saturations were dropping. A non-rebreather mask was applied and solumedrol was given followed by epinephrine. Ten minutes later, a breathing treatment was administered. The procedure was aborted and the pt was transferred out to the cath lab.